Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after pocket closure, the device exhibited loss of sensing and capture.